Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3,h6 (type of investigation, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID no. : (B)(4).

Event description:
N/a

Event description:
It was reported during therapy that intra-aortic balloon (iabp) customer called from the cath lab about a patient that they have inserted a balloon catheter. Once the catheter was in, they tried zeroing the cardiosave prior to pumping but the pump would not zero. They then noticed that the red tipped pressure cable had a bent pin and several loose pins. The quickly switched that pump for their cs300. At this point they were able to zero but received an "autofill failure" alarm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).